Manufacturer narrative:
(B)(4).

Event description:
It was reported that a white substance was noted on the burr. The target lesion was located in the right coronary artery. A 1.25mm peripheral rotalink burr was selected for use. During procedure, the device was advanced to the target lesion without activating the burr; however, it was observed tat the burr could not cross the lesion. When the burr was pulled out of the guide catheter, a white substance was noted on the edge of the burr. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A handshake connection test was attempted to examine the integrity of the connection between the complaint burr and a test advancer unit. No issues were noted. The drive shaft, coil and sheath were inspected and no issue was noted. The annulus was inspected and was noted to be blocked/damaged. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This revealed that the burrs cutting action was acceptable. Threads and fibers were noted to be wrapped around the coil of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a white substance was noted on the burr. The target lesion was located in the right coronary artery. A 1.25mm peripheral rotalink burr was selected for use. During procedure, the device was advanced to the target lesion without activating the burr; however, it was observed tat the burr could not cross the lesion. When the burr was pulled out of the guide catheter, a white substance was noted on the edge of the burr. No patient complications were reported and the patient's status was stable.